Event description:
Inconsistent rv signal seen in iegms. Possible loss of capture and noise also seen in iegms. Recommended evaluating lead in person. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.